Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient received a ¿high¿ reading from a meter, indicating a blood glucose reading of over 600 mg/dl. The patient allegedly had symptoms of extreme thirst and moderate ketones. The patient self correct with a temporary basal program and drinking water. The reporter reviewed the pump history and found no variations in the pump¿s basal and bolus history. The reporter stated that the patient was overriding the suggested bolus amounts. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event on the pump as a result of use error of the device.